Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked and found that the right blue foot switch was not functioning properly. Therefore, the foot pedal assembly was replaced to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar coagulation was not working. The customer had replaced the grounding pad along with the energy cable and restarted the integrated electrosurgical generator unit (iesu), but the issue was not resolved. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no errors. The tse suggested the customer to try another bipolar device and change the instrument. The customer did not have a third-party generator to use at the time of the event. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue did not resolve during the procedure. The procedure was completed using the same generator but without coagulation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi did receive the da vinci product involved with this complaint to perform failure analysis. The footrest was analyzed, and failure analysis investigation could not replicate nor confirm the customer reported complaint. The component was installed into the system and upon startup the footrest behaved normally. The test system was set up for a surgical procedure with monopolar instrument installed. The camera, manipulators, and coagulation behaved normally. The monopolar instrument was switched from right pedal to left pedal to observe the same behavior; no errors, faults or trouble expressing energy when the pedals were pushed. The blue pedal was tested and pressed to find a need for extra pressure it appeared to function as normal.

Event description:
Refer to h10/h11 for follow-up information.